Event description:
Plaintiff reports initial bilateral implantation 9/18/80. Plaintiff alleges"...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone." Plaintiff adopts master complaint filed in re: master silicone breast implant file, in the circuit court of the first judicial district of hinds county, ms.